Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was cracked and the o-ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 02-march-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2018 with the following findings: during investigation, there were no reboots found in the black box. The battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap had stripped threads. It was unable to maintain electrical connection. A test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hr duration test. There were no reboots duplicated. The pump cover was removed. There was no evidence of internal moisture damage found.